Manufacturer narrative:
Operator of device is unknown. No information is provided to date. Operator of device is unknown. No samples returned. Labels artworks were reviewed instead. It was confirmed that the three artworks currently have printed ?made in irland" while the correct country of origin is mexico. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during custom clearance random check it was found that the label of the device has the wrong country. No patient injury was reported.